Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00625006530, bone scr 6.5x30 self-tap, lot# 63592262; item# unknown, unknown screw, lot# unknown; item# 650-1055, cer bioloxd option hd 28mm, lot# 236390; item# 110024463, g7 dual mobility liner 42mm e, lot# 592890; item# 51-107140, tprlc 133 mp type 1 pps ho 14.0, lot# 3925972; item# ep-200148, act artic e1 hip brg 28x42mm, lot# 213650; item# 650-1065, cer option type 1 tpr sleve -3, lot# unknown; item# 010000663, g7 pps ltd acet shell 52e, lot# 3921114. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-04600, 0002648920-2018-00652.

Event description:
It was reported during an initial total hip arthroplasty, the patient experienced increased blood loss of 1-2 liters. While reaming the acetabulum, a central defect was created with the reamer. During closure, it was noticed there was too much blood welling up. Sutures were removed and the hip was dislocated. Bleeding was coming from the cancellous bone at the margins of the cup and from the inferior portion of the obturator. It was attempted to pack these with thrombin and gelfoam, but it was unsuccessful. The patient¿s pressures dropped and became unstable, requiring multiple units of packed red blood cells, ffp, and epinephrine. Bone wax was used to seal the cancellous bone around the cup and femur. The bleeding had improved. Another dose of arista powder, thrombin gelfoam, and a gram of vancomycin powder were placed. The capsule was then closed. The patient was transferred to interventional radiology where an angiogram found no vessel injury. It was noted that one of the acetabular screws that had been cut to size during the procedure, still appeared to be too long; however, there was no vessel damage or bleeding as a result.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.